Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Review of the photographic evidence found marks of metal transfer on the outer surface of the ceramic head, most likely caused by chafing between metal parts and/or surgical instruments and does not signify any product error. Additionally, a biological substance can be observed on the implant taper. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent the surgery via tha with the s-rom coc in question. The surgery was completed successfully without any surgical delay. After the surgery, we got the info from the surgeon on (B)(6) 2023, that the patient has pseudotumor. A revision surgery is planned on (B)(6) 2023. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the acetabular cup (and reasonably assumed, the liner as well) was a competitor product. It was also reported that the liner could not be removed, but was undamaged and retained. The head and stem were revised--it was not clear if the s-rom proximal sleeve was revised or retained. It is not uncommon for a well-fixed proximal sleeve to be retained while the s-rom stem is revised. The surgeon indicated that the suspected pseudotumor might in fact be a hematoma instead--tissue was sent for lab confirmation. No black spots on the implants were visible visually, which suggests no metallosis. With regards to the possible pseudo tumor diagnosis, it is widely recognized that metal-on-metal articulation debris is considered the most likely cause, but in this scenario, the hip had a ceramic-on-ceramic articulation--the only primary generator of metal debris that might be possible was the implant micromotions generated between the ceramic femoral head and the metal stem trunnion. With the possibility that this may in fact be a hematoma instead, a determination has been made to update the coding to hematoma and report the two revised products (depuy femoral head and s-rom femoral stem) as possible contributors, given the determination by the surgeon to revise these products. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device found marks of metal transfer on the outer surface and taper of the ceramic head, most likely caused by chafing between metal parts and/or surgical instruments and does not signify any product error. No signs of a device nonconformance were observed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was tha for the right side. From the beginning of the first procedure, what appears to be a tumor appears, but the surgeon suspects it to be a hematoma. The head and stem were removed, and the lesion was washed. The surgeon tried to remove the liner, but he said it was clean with no scars or color changes, so he left it as it was. Only the stem and head were replaced, and the surgery was completed successfully without any surgical delay. No black spots on the implants were visible visually and no infections.